Event description:
It was reported that the patient presented remotely. Review of transmission revealed that the implantable cardioverter defibrillator exhibited post-paced t wave oversensing. Programming changes were performed. There were no patient consequences.